Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test customer reported a false result. This is a report of a single occurrence. Customer was not negatively impacted by this result. The following information was provided by the initial reporter: customer took a bd test and it was negative then went to urgent care for a throat issue and they gave her a rapid test and it was positive. She took another bd test and it was negative again. Customer wants to know which test is accurate and the accuracy of our test. Troubleshooting steps: informed her that based on our faqs it's 86 out of 100 accurate for positive results and 99 out of 100 for negative results. Asked for the expiration date on the box to make sure it wasn't expired and it wasn't. Recommended taking a pcr test to be certain and testing again with our test if possible.

Manufacturer narrative:
PMA/510(k), # eua (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 1349688, ¿customer took a bd test and it was negative then went to urgent care for a throat issue and they gave her a rapid test and it was positive. She took another bd test and it was negative again. ¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test customer reported a false result. This is a report of a single occurrence. Customer was not negatively impacted by this result. The following information was provided by the initial reporter: customer took a bd test and it was negative then went to urgent care for a throat issue and they gave her a rapid test and it was positive. She took another bd test and it was negative again. Customer wants to know which test is accurate and the accuracy of our test. Troubleshooting steps: informed her that based on our faqs it's 86 out of 100 accurate for positive results and 99 out of 100 for negative results. Asked for the expiration date on the box to make sure it wasn't expired and it wasn't. Recommended taking a pcr test to be certain and testing again with our test if possible.